Manufacturer narrative:
The MFR's device analysis results: the devices returned for analysis showed no defects or damage that indicates in any way a malfunction or that would have contributed to the pt's injury. The results of an internal device lot history review found no issues or non-conformances.

Event description:
(B)(4). The ae was originally reported to the ca on 04/01/2009. Indication for the procedure was to remove a dual-coil ICD and leads (implanted 2002). It was noted, the pt had "massive fibrosis in the area of the svc/entrance of the right atrium". The physician introduced the 14f sls stepwise until the proximal coil was reached. The 14f was then replaced by the 16f sls that was easily advanced to the middle of the proximal coil. Fibrosis was freed from the coil 2cm from the distal tip. With careful traction, the ICD lead was easily pulled into the laser catheter and removed completely. Upon closure of the wound, arterial pressure (via arterial-line) was noted to have dropped slightly and under fluoroscopy a pericardial bleed was noted. It was at this time, a sternotomy was performed. A perforation to the right, ventricular atrial wall. The atrial wall perforation is thought to have been caused by the bone saw used to open the pt's chest. The perforation was closed, but the pt's blood pressure again dropped and new bleeding in the pericardium was observed. A slow rupture of the svc was found (close to the atrial auricle). The physician had difficulty closing this injury. Vital signs at this point became unstable; CPR was started with multiple defibrillations with no success in reviving the pt.